Event description:
Two days before the event date, the pt went into v tach arrest and anexternal pacemaker was applied using the left femoral vein. The pt's prognosis was described as "grave" and pt was made a partial code only due to the extremely poor prognosis. On the day of the event, the pt was being turned from pt's right side to pt's back. The pacemaker wires were removed from underneath the pt's right leg in order to reposition the pillows. The pacemaker wires broke and the pt immediately became asystolic. CPR was initiated because of the broken wires and the pt paced with external patches, but bp returned only with IV epinephrine and atropine. CPR was continued for 50 minutes, but the physician stated the pt had no visible heart muscle left and the family elected to discontinue the code efforts at that point.